Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to endocarditis. It was noted that the patient had a heart valve replaced a few weeks before. The field representative indicated they were unsure if the device was related to the infection. The patient currently has a lifevest and may have a new device implanted once the infection has cleared.